Event description:
It was reported that a malfunction alarm occurred. The customer was unsuccessful in resetting the pump as the malfunction alarm recurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.